Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 7 photos and 1 physical sample submitted for evaluation. The reported issue of flow issues ¿ fluid blockage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that the reported defect was not found. Additionally, a flow test was performed with a syringe and a flow problem was not found. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Although, it was observed that the sample tap component was in the flow position through port b where the septum is located, liquid does not flow because port b that has the septum is only to introduce and does not allow fluid to flow past the septum. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta q-syte wht had flow issues this is a complaint about blockage of the flow path. It was reported that 394501 is used for drugs administered continuously by syringe pumps in the ICU. To use it, the above three-way stopcock is directly connected to the lock syringe so that it can be replaced in parallel, and an extension tube is connected downstream to administer the drug to the patient. When the drug filled in the syringe runs out, the above three-way stopcock is left as it is and connected to a syringe filled with new drug, and the drug is administered to the patient. Perhaps due to this repetition, the light detecting the blockage of the syringe pump turns from green to yellow to red. If the three-way stopcock is swung so that it rotates around the part connected to the syringe as a fulcrum, all the blockage lights on the syringe pump disappear. Based on this phenomenon, it is thought that there is some factor that causes the blockage of the three-way stopcock. This is not the only time this has happened but has happened frequently in the past. A video of the situation is attached separately. There is a high risk of blockage with circulatory stimulants (vasopressors, antihypertensives) and sedatives. Dr. (B)(6) has inquired about similar incidents and reports at other facilities, as these have occurred frequently at (B)(6). Thermoluer lock syringe is 50ml. The items collected are unused.